Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that the user experienced a hypoglycemic event, likely due to announcing meals with higher carbohydrate amounts than consumed, causing excessive insulin delivery. The agent attempted to contact the user for additional information but was unable to reach him. The lowest blood glucose (bg) recorded was 54 mg/dl. Bg was corrected with fast-acting carbohydrates. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.